Event description:
It was reported that the customer's insulin pump had a frozen display and the time on the device was not advancing. It was mentioned that the customer attempted to remove the battery for over five minutes, and no alarms occurred. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.